Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion testing with results of 20.3 psi, 21.4 psi and 22.3 psi" was not reproduced. The device was tested for downstream occlusion detection at high, medium and low settings with passing results. A review of the event history log revealed "downstream occlusion" messages however the log cannot identify if the alarms are occurring within the intended range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion testing during preventive maintenance in the biomedical service department. The results of the tests were 20.3 psi (pounds per square inch), 21.4 psi and 22.3 psi. There was no patient involvement. No additional information is available.